Event description:
An mhra user report has been received. The patient is reporting a pod over delivering insulin and that their blood glucose levels reached 2.2mmol/l (40mg/dl). The patient lost their sight and lost consciousness. It is unknown how long the pod was worn for.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.